Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for bowel dysfunction/sacral nerve stim gastrointestinal/ pelvic floor. It was reported that the patient started having to go to the bathroom frequently, and was seeing a screen on the programmer that was unfamiliar. When the patient tried to use the programmer it was showing a low programmer screen. It was reviewed that the patient needed to change the programmer batteries, and to make sure the stimulation was on and able to adjust stimulation. There were no further complications reported.